Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The customer indicated that a pt sample was tested for accu tni and a result of 0.90 ng/ml was obtained. The result was not reported out of the lab. A new sample was collected from the pt 2 hrs later and tested for accu tni on a different instrument in the customer's lab; the result was 0.05 ng/ml. The customer re-centrifuged both samples and then re-tested for accu tni on the different instrument. The repeated accu tni results were: 0.07 ng/ml for the initial draw and 0.06 ng/ml for the 2nd draw. Accu tni result of 0.06 ng/ml was reported out of the lab. There has been no report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was within specs prior to the event. Sys check performed in 2007, before the event, met specs. The specimens were collected in bd, lithium heparin, plasma tubes and were processed in the stat spin 2-3 times for 3 mins each cycle. Per customer, all draws for this pt were approx 1/3 full as the pt was dehydrated. A field svc engineer (fse) was dispatched to the customer's lab. However, svc info was not provided. A f/u with the customer on 03/06/07, the customer indicated that they have no further issues with any other pt samples. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.